Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a syndesmosis refixation surgery the device tore near the medial button during tightening. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-8925ss syndesmosis tightrope was received for investigation. The device was evaluation via pictures due to a biohazard contamination risk. Visual evaluation of the attached photos noted the suture was damaged and had torn. Refer to attachments. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning.